Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional umbilical hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient had removal surgery and recurrent ventral incisional hernia repair surgery on (B)(6) 2018 during which the surgeon noted the previous hernia sac was easily encountered with a small piece of mesh floating within it. The pathology reported noted approximately 5 cm ventral hernia mesh floating in the hernia sac not adherent to any fascia. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information is provided.